Event description:
It was reported that the device is not holding, the seal is broken. No back-up device was available. Nor delay or patient injury was reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no complaint related issues were noted. A functional evaluation revealed that the unit failed the 30 pound weight test. The failure was at the dumbbell joint. The failure occurred at 26 pounds. The piston migration was checked and was at 1.54 inches, which is indicative of oil loss. A significant amount of hydraulic fluid was noted around both the distal and proximal ends of the dumbbell joint. The complaint of ¿not holding/seal is broken¿ was confirmed and the root cause has been determined to be failure of the dumbbell joint seals. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the device is not holding, the seal is broken. Nor delay or patient injury was reported. The procedure was completed with the same device.